Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 09/12/2025. An investigation was conducted on 09/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No additional electrical testing was conducted due to the device not powering on. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was confirmed. A manufacturing engineer evaluation was conducted. The complaint was confirmed. An electrical evaluation was performed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c­ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool but the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up as expected. Additionally, it was observed that while electrical energy was being delivered to the complaint vh-4000 hemopro2 tool, the proximal end of the shaft tip near the black flex shaft became extremely hot to the touch. This indicated that there was an electrical short in this section of the shaft tip. Next, to evaluate why the shaft tip was getting hot, the shrink tubing and shaft pin were removed from the shaft tip. The jaws were then removed from the shaft tip. It was determined that the guide pin had punctured and damaged the wire insulation. The damage from the guide pin was then exacerbated by the insertion and removal of both the guide pin and shaft pin. Out of tolerance consideration: the guide pins, which caused the damage to the wire insulation, are inserted through the aligned openings per work instruction (B)(4) (flex shaft assembly). The shop floor paperwork for the hemopro 2 tool subassembly batches 3000436150 and 3000441113 was reviewed to determine what equipment was used in the flex shaft assembly station. Subsequently, an oot query was performed for the date range from august 01, 2023 to august 25, 2025. An analysis was performed, which confirmed that no equipment used in the flex shaft assembly process (work instruction (B)(4)) was out of tolerance. Based on the manufacturing engineering evaluation results, the reported failure "failure to cut" was confirmed. The lot # 3000441774 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2 cautery system failed to work. The vh-4020 and vh-3010 were swapped out and that didn't fix the issue. They opened up a new kit and the problem was fixed. They did the precautery check and it worked. Delay of about 5 minutes due to the swapping out of items. There were no patient effects.